Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The manufacturer's investigation is based on the downloaded event logs from the ventilator. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported date of the event is (B)(6) 2019. Several alarms with significant duration were logged on (B)(6) 2019. The event with the longest duration was a patient circuit disconnect alarm that sounded for approximately 171 minutes. The manufacturer concludes the ventilator operated and alarmed as designed to alert the caregiver of the event.